Manufacturer narrative:
Olympus followed up on this matter and was informed that the subject device was discarded at the user facility and will not be returned for evaluation. An olympus sales representative visited this facility following the reported event, and provided inservicing on the appropriate use of the device. The exact cause of the user's experience could not be determined. If additional information is received, a supplement report will follow. This medical device report is being submitted in an abundance of caution.

Event description:
The user facility reported that during a procedure to remove a pedunculated polyp the loop did not release as expected when it was deployed. The user went through the emergency procedures and cut the handle. The endoscope was removed and reinserted next to the sheath to cut the loop with unknown device. The loop was successfully removed; however, the polyp was not excised. The procedure was rescheduled for a later, unspecified date. There was no patient injury reported.